Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported leakage. Event description: after inserting the catheter leakage found in the dressing. Additional information: no patient were infected. Leakage will affect the dosage and action of drug.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Based on the image, bd is unable to confirm the reported failure. The photo does not provide sufficient evidence to determine whether the catheter malfunctioned and is inconclusive regarding the reported issue. No physical sample was submitted for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined as the incident could not be verified. This incident has been added to our database of reported incidents.

Event description:
No additional information.